Event description:
It was reported that the right ventricular lead threshold increased. It was noted, the lead impedance had increased and was high. The ventricular high rate showed signs of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.